Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she noticed a leak in her reservoir. The customer stated that she was experiencing high blood glucose levels of 450 mg/dl prior to the event. The customer also stated that she had changed the infusion set but her high blood glucose persisted so she removed the reservoir and found moisture in the reservoir compartment. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.